Manufacturer narrative:
Additional devices for this complaints: (B)(4) - 1650de - MFR. Date: 01/31/2015 - exp. Date: 01/31/2016. (B)(4) - 1650de - MFR. Date: 04/30/2015 - exp. Date: 04/30/2016. (B)(4) - 1650de - MFR. Date: 10/31/2015 - exp. Date: 10/31/2016. Please note: due to new iata and dot regulations prohibiting the transportation of lithium ion batteries by air, investigations will be prolonged as we await the return of devices via cargo ship. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for visual alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries available at all time. The steps for exchange of batteries are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the engineer recommended exchange of the batteries due to potential power switching. The devices were exchanged. There was no effect on the patient.

Manufacturer narrative:
Other devices involved in this event: battery / (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the devices (B)(4) revealed that the batteries met specifications; the units passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the battery's connection to a controller during the analysis of the unit. Results revealed that the electrical connection between the batteries and a test controller was stable. Log file analysis revealed that the controller (B)(4) in use during the reported event contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each fifteen (15) minute interval. Analysis of the data log files revealed several premature power switching events involving batteries (B)(4) that were due to momentary disconnections and communication errors between the controller and battery. The most likely root cause of the reported event can be attributed to momentary disconnections and communication errors between the controller and batteries. The manufacturer has opened an internal investigation to evaluate controller intermittent disconnections identified on smr-loaded controllers. Controller (B)(4) and batteries (B)(4) are being investigated under complaint (B)(4) (MFR# 3007042319-2017-00031). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. (B)(4).

Manufacturer narrative:
Corrected section h6 and h10 other devices involved in this event: d4: battery / bat203943 h6: FDA conclusion code: 12 d4: battery / bat206343 h6: FDA conclusion code: 12 d4: battery / bat200961 h6: FDA conclusion code: 12 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.